Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation a drop test was performed and the device did not self activate. An xray was performed and showed that the cannula tangs were not fully engaging with the device housing. The device was able to prime and fire properly. Upon disassembly it was noted that the left and right bumpers were bent within the device housing. Therefore, the investigation is unconfirmed for the alleged self activation issue. The bent left and right bumpers likely contributed to the insufficient cannula tang engagement and may have contributed to the reported self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry (04/2021).

Event description:
It was reported that during preparation for an ultrasound guided kidney biopsy procedure, the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry (04/2021).

Event description:
It was reported that during preparation for an ultrasound guided kidney biopsy procedure, the device allegedly self activated. A coaxial was not used and the procedure was completed with another device. There was no patient contact.